Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. A rotational sensor malfunction was observed, causing priming to end in fewer pulses than expected. The pod was reset, connected to an unused pdm and programmed a 5u bolus successfully. The pod replicated the rotational sensor malfunction and generated an 0x42 hazard alarm indicating rotational sensor minimum pulses between safety sensor trans. The rotational sensor assembly was inspected, contamination was observed on the commutator cap. The observed contamination located on the commutator cap can be confirmed as the cause of the rotational sensor malfunction and reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.6, hardware: iphone17.1, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod cannula did not insert into the skin and was not visible, indicating a needle mechanism failure. The pod was not worn. No impact to the patient's blood glucose level was reported. No treatment information was reported.